Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in the patient.

Event description:
It was reported that right ica (internal carotid artery) c4 segment flow diverter implantation was performed in the patient with other relevant history of hyperthyroidism. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 76-100%) and parent artery stenosis (stenosis rate: 76-100%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2021, to now (ongoing). Patient was on clopidogrel 75mg/day for the time period of (B)(6) 2021 to (B)(6) 2021. Now patient is taking clopidogrel 50mg/day from (B)(6) 2021 (ongoing). Patient condition and any other medical intervention performed due to this event is unknown. No other information is available.

Manufacturer narrative:
D4: expiration date: added. H4: manufacturing date: added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 2 adverse events were noted post procedure. 1: stenosis in flow diverter stent (stenosis rate: 76-100%) and 2: parent artery stenosis (stenosis rate: 76-100%). Additional information indicates according to the physician, the stenosis rate was higher than actual by calculation error and there is not high-grade stenosis in fact. Detail including correct stenosis rate will be provided through the edi system provided by jsnet. The reported 'patient parent vessel stenosis' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that right ica (internal carotid artery) c4 segment flow diverter implantation was performed in the patient with other relevant history of hyperthyroidism. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 76-100%) and parent artery stenosis (stenosis rate: 76-100%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2021, to now (ongoing). Patient was on clopidogrel 75mg/day for the time period of (B)(6) 2021 to (B)(6)2021. Now patient is taking clopidogrel 50mg/day from 21-nov-2021 (ongoing). Patient condition and any other medical intervention performed due to this event is unknown. No other information is available.